Manufacturer narrative:
The unit was not returned for evaluation. As a result, the event reported as "driveline extension package was damaged during setup" could not be confirmed.  The unit's incoming inspection records indicate that there were no anomalies prior to its release to the field. Analysis could not be performed as the unit was not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The IFU states: do not use if package is damaged or opened. Sterile components are intended for single use only. Do not resterilize or re-use as this will increase the risk of infection. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the surgeon that during the emergency pump implant procedure, the driveline extension cable packaging was noted to be torn. He decided to use another dl extension to complete the case. There was no reported effect on the patient. The exchange was well tolerated by the patient. The product will not be returned for analysis as it could not be located following the emergency surgery. There is no further information available.